Event description:
Physio-control received a report that, "new equipment comes in its box, but when it is removed from its packaging it is detected that the keyboard is detached and the service led is on. They try to reattach the keyboard but it keeps coming off. Requires replacement of the computer's front keyboard." If the keypad was electrically detached, then the device would not be able to power up and thus could not provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
The failed component was scrapped by the customer and therefore, the reported issue could not be verified/duplicated. No root cause could be determined. The customer was provided with a replacement keyboard.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that, "new equipment comes in its box, but when it is removed from its packaging it is detected that the keyboard is detached and the service led is on. They try to reattach the keyboard but it keeps coming off. Requires replacement of the computer's front keyboard." If the keypad was electrically detached, then the device would not be able to power up and thus could not provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.